Event description:
It was reported that during a hip procedure using an ambient hipvac 50 wand ifs, the tip of the wand detached while inside the surgical site. The tip was retrieved with forceps, however locating the tip required an x-ray which delayed the procedure by 60 minutes. There were no further pt complications reported as a result of this event.